Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (abnormal shutdown during testing, unable to power on) has been confirmed. Upon investigation the monitor was drawing excessive current and unable to power on. The cause for the failure was isolated to the computer/analog (c/a) board. The 3.3v, 1.8v, and -5v power supplies were shorted, which thermally damaged multiple components on the c/a board. Due to the extent of the damage the root cause for the failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor produced an abnormal shutdown during pulse testing and then was unable to power on.